Event description:
A vessel dissection occurred, leading to hypotension and bleeding. It has been reported that a versacross connect access solution kit for faradrive kit was selected for use for an atrial fibrillation (a fib) ablation procedure. It was mentioned that the physician had difficult advancing the versacross dilator and faradrive sheath into the patient. When they examined with fluoroscopy, they noted that the starter wire had appeared to be looped ahead of the dilator/sheath assembly. Therefore, they pulled back and re-advanced up to right atrium (ra), allowing them to complete the procedure successfully. Upon removal of the devices from the groin, the patient's blood pressure began to drop and swelling at the groin was noted. The patient underwent a CT to assess bleeding and was positive for contrast leaking outside the vessel wall. Hence, the patient was rushed for emergency surgery where a 4cm dissection in the femoral vein was surgically repaired. The patient is expected to make a full recovery, and it was admitted to hospital beyond standard of care. Product is not expected to return for analysis (disposed). The physician believes the versacross dilator and faradrive sheath may have caused the complication.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.